Event description:
As reported: "gamma3 short nail was removed because a fracture in the distal part of the femur happened, and they went ahead with a new procedure using a long nail."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.